Manufacturer narrative:
The complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd019-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of patient outcome. The customer's complaint issue was reported as follows: puncture of a lesion under gastric mucosa. At the retrieval of the needle (at 0 on the handle), it protruded from catheter because it broke at the connection between the handle and the catheter. There was risk of perforation of the endoscope. Another needle was used." There were no echo-hd-19-c (echo) devices of lot # c922642 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation. With the information provided a document based investigation was carried out. As the device was not returned and the actual use conditions cannot be replicated, the customer complaint is confirmed as per the customer's report. A possible cause of the needle breaking may be if the needle/sheath was damaged or kinked during its introduction into the endoscope or it may be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for c922642 determined no issues which may have attributed to this failure. It was confirmed that no part of the needle remained in the patient. No adverse effects to the patient were reported as a result of this occurrence. A second needle was used to complete the procedure. No corrective action is warranted at this time. This event did not impact the patient or user. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor did a puncture of a lesion under gastric mucosa. At the retrieval of the needle (at 0 on the handle), it protruded from the catheter because it is broken at the connection between the handle and the catheter. They used a second needle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.